Event description:
It was reported that the patient presented in clinic with left ventricular (lv) lead dislodgement. The dislodgement was confirmed via chest x-ray. The lv lead was explanted and replaced. There were no patient consequences.